Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cs100 intra-aortic balloon pump (iabp)had no battery backup. There was no harm reported.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp)had no battery backup. There was no patient involved.

Manufacturer narrative:
Updated fields: (type of investigation, investigation findings & investigation conclusions). It was being reported that during a routine check the cs100 intra aortic balloon pump (iabp) had an issue regarding the "no battery backup". A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had checked the machine and found no battery backup is coming. Then the fse had further checked the machine for more than 1 hours, which is working on mains properly. The usage hour:- 17518. Fse had also recommended that for the smooth functioning of a machine they needs to replace the battery. Even the quotation for iabp battery is already submitted waiting for the purchase order (po). There is no involvement of the patient during this incident.

Event description:
N/a

Manufacturer narrative:
Event occurred on a system 98 iabp. Exact catalog/model number are unknown. No UDI is provided as product was discontinued prior to gudid implementation timeline." Updated field: b4, d1, d8, g3, g6, h2, h3, h6(component codes, investigation conclusions), h11 fse stated during the follow-up, the customer informed us that they had replaced the battery locally and checked that the machine was working well. There is no involvement of the patient during this incident.